Manufacturer narrative:
On 11/13/2019, mentor became aware that rupture code was inadvertently added under patient code in the previous submission. It has been added to the device code on this current form. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/13/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right side; 350cc mentor memorygel breast implant; catalog number: 3503501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that during surgery, rupture was also confirmed. Patient went under bilateral explantation and replacement with catalog number 3503751bc; serial number (B)(4) on the left side; and with catalog number 3503751bc; serial number (B)(4) on the right side on (B)(6) 2019. Following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. - field h6 patient codes "rupture" and "no code available" have been added. - field h6 method code has been updated to "device not returned". Updated initial reporter information under section e as per additional information received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed two (2) creases and a tear measuring approximately 0.1 cm; all located in the anterior view. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).